Event description:
It was reported that the physician could not get the helix to extend after the helix was retracted one time. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The outer tubing overlay was breached cut, and there was blood/body fluid present on the distal conductor and helix mechanism.